Event description:
The hospital claims that the insulated coating is flaking off of the electrode.

Manufacturer narrative:
Describe event: the hospital claims that the insulated coating is flaking off of the electrode. Deroyal: samples of the product were requested and not received from the customer. Investigation can not be performed without the defective sample and additional information regarding product use.